Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance department was notified that the home patient had experienced a peritonitis episode in "february or march". The nurse reported that it was the result of touch contaminants.